Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with 3 coaguchek xs meters. At 8:14 a.m. The meter result with the patient's coaguchek xs meter serial number (B)(4) was 1.6 inr. At 8:15 a.m. And 8:18 a.m. The meter results with the coaguchek xs plus meter serial number (B)(4) were both 2.1 inr. At an unknown time on a third coaguchek xs meter with an unknown serial number, the meter result was 2.1 inr. The patient's therapeutic range is 2.0-3.0 inr and tests weekly.